Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous elevated accutni results above acute myocardial infarction (ami) cut-off for two patients generated by the unicel (r) dxc 600i synchron access clinical system. The samples were repeated on alternate method and lower results were obtained. Data for one of the patients was not available. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes. All of the samples are processed through the close tube accession (cta). Per customer, no qc or other issues have been reported. The customer declined service. A clear root cause cannot be determined for this event.